Manufacturer narrative:
On(B)(6)-2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30514310m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial flutter right (r-afl) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter. The catheter was stuck in deflection. The catheter was removed from the patient and it was noticed the catheter was permanently bent after the first use, and the distal electrodes did not display on the carto 3 system and the recording system. The distal electrodes displayed as noise or no signal at all when the catheter was torqued or bent. After it was used again is when the issue with the distal electrodes occurred. They replaced the catheter and the issue was resolved. The case continued without any further incident. No patient consequences were reported. The catheter was not permanently bent. The issue appeared when the catheter was fully torqued. The noise issue is not MDR-reportable. The stuck deflection is MDR-reportable.